Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was broken 2+ pieces - chipped/shaved/delaminated, had unintended activation/motion and would not run. It was further determined that the device failed pretest for safety (uut did not operate in the unlock position) and directional control assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).